Manufacturer narrative:
PMA/510k: this report is for an unknown protection sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an unknown procedure, the welding seem of the instrument has come undone. While trying to remove the depth gauge after measuring the depth of the proximal locking screw the depth gauge got stuck in the bone or the tissue protection sleeve. Surgery was completed successfully without negative patient impact. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1); depth gauge for multiloc humeral nailing system (part # 03.019.017, lot # 7550900, quantity 1). This report is for one 91) unknown protection sleeve. This is report 2 of 2 for (B)(4).